Event description:
Event description cpi received information that during a replacement of an implantable cardioverter defibrillator (ICD) and bipolar endocardial tined lead, this large patch lead was electively removed. There was no allegation against the large patch lead. Cpi has previously reported both the ICD (9601 74lws; firm control number 100522), and the bipolar endocardial tined lead (9602 74lws).